Event description:
Before vns, the patient had nocturnal seizures (1 per week) and no comorbidities. After vns was implanted, seizure frequency reduced to 1 in 6 months. However the patient had unpleasant subjective shortness of breath during the day. Pulse width was reduced and had no effect. On time was decreased and off time was increased, and the patient's seizure frequency increased and side effects reduced only slightly. Output current was reduced, seizure frequency increased and side effects reduced only slightly. Then, day-night programming was utilized to have lower settings during the day and higher settings at night. Patient had no side effects and had 1 nocturnal seizure in 6 months. No other relevant information has been received to date.